Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd: (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device or its details were not available for eval and therefore, based on the current info, it could not be determined whether the event was caused by the device or it is a procedure related event. Anastomotic leakage is an anticipated complication of colorectal anastomatic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Leakage on pod 5 was reported in pt that was operated due to crohn's disease. The pt was reoperated (diverting ileostomy).